Manufacturer narrative:
The root cause of the waste overflow is unknown, but may be attributed to the tubing/cable connection at the rear input for the instrument being swapped and/or the waste float sensor not sensing that the waste was full. The issue was resolved with the service repairs. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report a waste 2 box overflow from the unicel dxh 800 coulter cellular analysis system, which was discovered when the reagent cabinet doors were opened. The volume of the fluid that spilled was approximately 100 milliliters. The leak was contained to the drawer tray of the reagent cabinet. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing/cables for waste 1 and waste 2 were incorrectly swapped. The fse corrected the tubing/cable problem at the rear input of the instrument. As an added precaution, the fse ordered replacement waste float sensors to be installed by customer in the case that the issue was caused by the float not sensing that the waste was full. Customer could not confirm if the new waste float sensors were received or installed, but stated that no further incidents of waste overflow occurred since the service call.